Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2015.

Event description:
It was reported that the patient underwent spinal cord stimulator (scs) replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.